Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. The user reported prolonged cgm signal loss and absence of glucose readings for approximately 12 hours prior to hospitalization, during which the dexcom g7 sensor had expired and was not replaced. During this time, insulin dosing was suspended due to lack of cgm input, and the user did not initiate backup therapy or seek assistance. Based on available information, the event was attributed to use-related factors involving failure to replace the expired cgm sensor and failure to respond to loss of cgm input, with cgm signal loss as a contributing factor. No device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-mar-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 700 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.